Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother reported that patient received stationary treatment from (B)(6) 2011 due to a bent connector needle on the infusion set. On (B)(6) 2011, blood glucose was 239 mg/dl at 9:49 pm and 323 mg/dl at 10:54 pm./ patient delivered a correction bolus through the infusion device. On (B)(6) 2011, blood glucose was 379 mg/dl at 1:15 am, 401 mg/dl at 5:55 am, and 471 mg/dl at 8:20 am. Patient delivered correction boluses through the infusion device for each elevated reading. Patient vomited and felt very sick. At 9:25 am, patient went to his physician. Blood glucose was 473 mg/dl at the time, and another bolus was delivered through the infusion device. Patient received an infusion of "mcp" due to nausea and vomiting, and mother drove patient to the hospital. Patient tested positive for ketones. Blood glucose was 477 mg/dl at 11:54 am, and patient discontinued use of the infusion device and received an insulin infusion. Mother realized the connector needle of the infusion set was bent. Patient felt "good" at the time of the report. Normal blood glucose is 100-120 mg/dl. Infusion set was requested for evaluation. Additional information was not provided.